Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 5 months the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency room with complaints of weakness and fatigue that began a week ago but became more pronounced 3 days before admission on (B)(6) 2017. The patient reported that they have decreased exercise tolerance due to associated dizziness and nausea. Reported bright red blood per rectum in addition to vaginal bleeding which stopped without intervention. The patient also reported darkening stool for the past 72 hours prior to admission and mild epigastric pain starting on (B)(6) 2017. Upon admission, the patient¿s hemoglobin was 6.6 g/dl. The patient was transfused with 1 unit of packed red blood cells (prbc) and after hemoglobin was 6.2 g/dl. An upper endoscopy (egd) was performed with dieulafoy lesion with reported oozing and bleeding in the stomach. The patient was treated with epinephrine injection and clips were applied. The patient was transfused with 5 units of prbc and 2 units of fresh frozen plasma (ffps). Anticoagulant at the time of event was warfarin. It was confirmed that the site of bleeding was gastrointestinal bleeding (gi). On (B)(6) 2017, the patient¿s hemoglobin was up to 8.8 g/dl and they were discharged home on (B)(6) 2017. No additional information provided.

Manufacturer narrative:
Weight was supplied. A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.